Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. This report is for two unknown t-pal applicator inner shafts. Part and lot numbers were not provided by reporter. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was initially reported in error, for this specific device, there was no part / lot combination provided, therefore a device history record review would not be able to be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-pal spacer was turning prematurely during attempted insertion. The implant was removed and attempted to be reinserted but again turned prematurely. In an attempt to rule out the applicator as the cause of the issue, the implant was then placed on a different applicator but still turned prematurely prior to loosening the applicator. There is no allegation of complaint against the applicator. A new 10mm implant was then loaded on the applicator and surgery was successfully completed without further incident. A surgical delay of 15 minutes was reported. This report is for two unknown t-pal applicator inner shafts. This report is 2 of 2 for (B)(4).